Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision. Reasons for revision: component loosening, pain, alval. Update: corrected surgery dates, added revised hip and system description received 4 may 2012. Hip(s) to be revised: left. Type of hip replacement product: asr xl acetabular system. Update received: 1st august 2014 - added patient name, gender, patient ID (initials) and date of birth, added further reason(s) for revision: metallosis taken from original scf found on (B)(4), added surgeon forename and title: dr (B)(6) and added (B)(6) reference number. Update received: 6th august 2014 - advised which components became loose: cup and stem.

Event description:
The patient was revised to address loosening, pain, and alval.